Event description:
During a remote follow up, oversensing due to myopotentials was observed on the right atrial (ra) lead. Provocative testing was performed and noise oversensing was able to be reproduced. Additionally, low p wave and an increased threshold was also observed on the ra lead. Lead insulation damage was suspected. No additional intervention has been performed. The patient was stable and will continue being monitored.